Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a few power loss errors in the same day. The customer¿s blood glucose during the incident was unknown. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed displacement properly. No unexpected battery power loss noted during testing. The insulin pump functioning properly.